Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, r wave amplitude variation due to lead dislodgement on the right ventricular (rv) lead. Diagnostic imaging was performed but was inconclusive, during the surgery the helix and an issue of retracting d. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture, and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical, mechanical, and visual analysis was normal with no anomalies found.